Event description:
It was reported that during use on a patient, while transporting patient from helicopter to hospital, the cardiosave intra-aortic balloon pump (iabp) unit shut down. It stopped displaying pressure waveforms. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g3, g6, h2, h6 (problem code), h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shut down in the middle of use. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to investigate the reported issue. The fse was unable to duplicate the reported problem and found one instance of 124 error code in error logs. The fse found a piece of red plastic tab that had broken of from pressure connection lodged in connection possible causing obstruction. So, the fse replaced the front end board. The fse then re-calibrated all pressure transducers. The fse then ran and passed all performance and function tests. The failure analysis and testing department (fat) received pn: 0670-00-1164 sn: (B)(6) 51_htc front end board associated with this complaint. This part was received with a reported unit failure message of cardiosave stopped displaying pressure with code 124. Performed visual inspection of this part received and observed blood pressure connector j2 on board was damaged from inside. Due to damage j2 connector the fat dept. Cannot investigate further this board. This probably cause of cardiosave stopped displaying pressure. Retaining front end board in the fat dept. Per procedure. Due to damaged j2 blood pressure connector this board is not going back to supplier for failure analysis.

Event description:
It was reported that while transporting a patient from a helicopter to a hospital, the cardiosave intra-aortic balloon pump (iabp) stopped displaying pressure waveforms. There was no harm to the patient.